Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre reader were reviewed, and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre reader would not turn on with test strip insertion. The customer was unable to obtain glucose or ketone results, and developed symptoms of shaking, thirst, fatigue, and leg pain. The customer reported requiring treatment of insulin injection (dose/type unknown) and water by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. Reader turns on with button depression and did not turn on with strip insertion. No new issues were observed. The reader was de-cased and visual inspection was performed. Debris inside the strip port observed. Issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre reader would not turn on with test strip insertion. The customer was unable to obtain glucose or ketone results, and developed symptoms of shaking, thirst, fatigue, and leg pain. The customer reported requiring treatment of insulin injection (dose/type unknown) and water by a third-party. There was no report of death or permanent injury associated with this event.